Manufacturer narrative:
Additional information was requested at the author and the hospital of occurrence of the journal articel, and we received the answer of them, that no additional information will be provided due to privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in the journal article that a patient underwent hip revision due to stem fracture 7 years after implantation. No medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis: root cause determination using dfmea: root cause analysis - fracture of implant due to insufficient fatigue strength of material and design =>not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, complaint investigation and current pms process. - fracture of implant due to patient disregards limits of the device ( e.g. Contact sports, high activity, weight,¿) => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - fracture of implant due to wrong indication (e.g. Bone quality, etc.) And/or disregarding warnings/precautions => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - fracture of implant due to general corrosion (crevice, pitting, galvanic) => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - fracture of implant due to damage of stem during implantation => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - metal wear, fracture of the neck of the stem due to notching due to malposition followed by impingement between cup and stem neck => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - aseptic loosening, fracture of implant due to fretting of metallic cerclage wire against implant leads to notching or wear => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - fracture of implant due to wrong selection of ball heads due to unknown compatibility list => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - risk of fracture of the stem due to wrong selection of ball heads due to unknown compatibility list => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - increased wear, loosening or fracture of components due to patient with high body weight => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. - fracture of bone, implant due to too much press fit => possible: the only information available is the event as reported in the journal article. No other details are available, therefore this cannot be excluded. Conclusion summary: the only information available is the event as reported in the journal article: a patient underwent hip revision due to stem fracture 7 years after implantation. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
In a journal article it was reported, that a patient was implanted with a wagner stem (catalogue number unknown) on unknown date. Patient was revised on unknown date due to stem breakage 7 years after implantation. Journal article: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner & martin clauss (2016) acta orthopaedica, 87:6, 637-643".